Event description:
Surgeon implanted stem and cup. Pt's 10 week post op x-ray good. Pt experienced a sense of impingement in groin 8 months post op but he returned to vigorous exercise. He has since moved, but presented in '09 to unk physician for 1 yr post op x-ray, which showed signs of loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.